Event description:
It was reported the patient¿s lead was fractured following a car accident. X-rays confirmed the fracture. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Batch: a000107526. Model: 3186. UDI: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.